Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visible inspection found no visible damage on lens. Claim# : (B)(4).

Manufacturer narrative:
H6: device history record (ohr) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Complaint# (B)(4).

Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens into the patient's left (os) eye on (B)(6) 2020. The surgeon reports low vault, lens rotation, and refractive surprise. The cause of the event is reported as other: the lens has rotated out of position.